Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and the cause was not known. A bolus was delivered to address the bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg events with a healthcare provider.